Event description:
The customer reported that there was a loss of motorized movements. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.